Event description:
It was reported that the customer experienced a malfunction on their pump, specifically displaying malfunction code 15. There was no confirmation regarding whether the customer's blood glucose level exceeded 500 mg/dl, and it was not reported to have an adverse impact. The customer was guided by technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.